Manufacturer narrative:
The device was not returned for evaluation. No DHR review was possible as no product ID or serial number was provided. No other lot or serial number was provided during the course of the complaint investigation. Failure analysis cannot be completed due to lack of information. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, the, xxx-headrest -mayfield caused laceration to an (B)(6) year old male who was admitted for fixation of unstable c1-c2 fracture. He underwent c1-c2 fusion on (B)(6) 2019. During surgery, mayfield head clamps slipped twice before the start of the case. This was attributed to equipment malfunction, causing head lacerations, which were repaired. Intraoperatively, his inr went from 1.4 to 2.2 for an unknown cause. Estimated blood loss was 1000ml. He was monitored in the ICU and later extubated. Postoperatively, patient was noted to have hypotension requiring vasopressor support. Interval history indicated that patient required minimal phenylephrine support overnight. The patient reported twitching/tremors in the right upper and right lower extremity. While getting up, patient felt dizzy and light-headed. He felt as if his legs were giving up on him. He has had difficulty passing urine. Patient assessment and plan consisted of discontinuing IV fluids due to patient severe aortic stenosis and history of chronic diastolic congestive heart failure; continue p.r.n. Pain medication; pt/ot evaluation; incentive spirometer; straight catheter as needed for urinary retention. Patient has acute postoperative blood loss anemia.